Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump received with moisture damage on electronics assembly, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and stained end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call that they were on a boat and the insulin pump fell into lake, however the customer immediately picked it up from the water. Customer's blood glucose level is 7.7 mmol/l. Customer stated that they are having motor error and keypad anomaly as well. Customer was getting a button error message and the keypad is not working. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the insulin pump would be replaced.